Event description:
It was reported that there was a separation between the female connector and main body of the minicap extended life pd transfer set. The female connector was stuck to the solution bag. This occurred while trying to disconnect after peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction d1, d3, d4, g4. D1: brand name: replace minicap transfer set with minicap. D3: device manufacturer name: replace baxter healthcare corporation with baxter international inc. D4: unique identifier (UDI) #: replace (B)(4). G4: combination product: add no (previously blank). Additional information was added to h3, h6 and h11. H11: the actual device was not available; however, a photograph and video samples were provided for evaluation. A visual inspection of the photograph and video did not show visual evidence of the reported problem. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available a supplemental report will be submitted.